Event description:
According to the reporter, the balloon burst. There was no unanticipated tissue loss. Additional information was requested but no further information was available.

Manufacturer narrative:
(B)(4).